Event description:
The patient reported that on (B)(6) 2016, and once before, the setting on the programmer changed all by itself. The setting was 0.7, but then said 0.8. The patient also experienced a shocking sensation and pain at the implant site on her hip on (B)(6) 2016. She confirmed with the programmer that therapy was on and decreasing the amplitude eliminated the uncomfortable stimulation. She had an upcoming appointment at the healthcare provider's (hcp) and would discuss the issues. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.